Event description:
(B)(6) 2014: (B)(4) (rep): it was reported that the patient was in the emergency room on the day of the report and was complaining that the implantable neurostimulator (ins) was shocking him. The patient did not have the patient programmer with him to check the battery at the time of the report. The patient had a history of drug use and it was unclear whether the shocking sensation was from the therapy or the drug effects. It was noted that the physician turned off the stimulation. The patient was doing fine. The cause of the event was due to the patient not having the patient programmer with him on a trip. The patient was doing well.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).